Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during implant the helix would not extend properly. It was difficult to turn and put much torque on the rv coil and tip of the lead. The lead was discarded and a new lead used. No patient complications were reported as a result of this event.